Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). G4: premarket / 510(k) #: k142259, k163701.

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the vessel in the liver. A ngmc/transend/027/bern/1ro/130 direxion hi-flo was selected for use. During the preparation, it was noted that the device was fractured and unused. The procedure was completed with a different device. There were no patient complications as a result of this event.